Manufacturer narrative:
Correction to e2/e3, h4 and g2 with information that was inadvertently missed during initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviation from the instructions for use (IFU) by the user caused the reported event to occur. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU) statement. Operation manual "inspection of the endoscope". "Inspect the objective lens and light guide lens at the distal end of the endoscope for scratches, cracks, stains, discoloration, deformation, gaps around the lens, or other irregularities. Also, inspect the entire distal end of the endoscope for chips or cracks". User may be able to prevent the suggested event by handling device in accordance with the following instructions for use (IFU) statement. Operation manual "using endo therapy accessories laser cauterization" caution: allow the tip of the laser probe to cool down before pulling it from the channel. If the laser probe is withdrawn while hot, channel damage may occur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had damage that may have affected the function and the scope had a hole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of distal end plastic cover burnt was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found leaking from bending section cover due to cut, distal end plastic cover burnt and foggy image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.